Event description:
During percutaneous transluminal angioplasty, when the angioguard and the precise stent were in place in the pt, the pt's blood pressure decreased. It is not known exactly when this occurred. It was usually 180 mhg, but decreased to 90 mhg. Therefore, dextrin was administrated to treat the pt. The physician suspected that the cause was because the contralateral carotid artery had 90% stenosis. The pt recovered after the event. Additional details are not available regarding this event.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional info rec'd will be submitted within 30 days upon receipt. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2008-00684.